Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. No intervention was made; the clinic would continue to monitor the lead. There were no patient consequences reported.